Event description:
On (B)(6) 2025, the user reported an alert on their ilet device when announcing meals. The device was restarted, and a full supply change was completed without issue. High blood glucose of 276 mg/dl was reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.